Event description:
Patient presented with symptoms associated with vocal cord paralysis since having a full revision and the symptoms are constant. The vocal cord paralysis diagnosis was confirmed by an ent physician and it was noted that they are planning on doing injections for the patient. No other relevant information has been received to date.